Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted guidewire is confirmed and was determined to be use-related. One 135 cm guidewire with a catheter attached to the guidewire was returned for evaluation. An initial visual observation of the returned guidewire showed blood residues throughout the device. A knot was observed at the distal end of the guidewire in the coiled region of the guidewire. A microscopic observation revealed abundant blood residues at the knot in the distal end of the catheter. No disjointed coils were observed along the guidewire. The complaint of a knotted guidewire is confirmed and was determined to be caused during the insertion and manipulation of the guidewire. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported according to the hospital the guidewire tip was curled up from the time the seal was opened, but I think that the cloak of the puncture needle would not pass through. Additional information received 22 september 2025: when inserting the guidewire, it took on a j-shape and looped, and when trying to pull it out, it became knotted. As a result, this situation occurred during use, not when the product was opened. There was no effect on the patient.